Event description:
Customer reported the buttons on his insulin pump are getting increasingly more difficult to press. The act and the bolus buttons are the worst. Customer's blood glucose is 86 mg/dl. There were no significant events leading to the issue except normal use. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten act (creased) button dome switch. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.